Event description:
The device was used during a video assisted thoracic surgery lobectomy. Reportedly, the instrument was difficult to open and upon removal, the tissue was torn. The surgeon converted to a laparotomy and additional tissue was resected. The hospital has reported the pt's condition is satisfactory.